Manufacturer narrative:
Radiographs were not received to confirm event. The explanted hardware did not return for evaluation. The root cause cannot be determined and no further investigation can be completed at this time. Labeling review: potential adverse events and complications: "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s). Loss of fixation." Warnings, cautions and precautions: "confirm heights of screws match with patient's lordosis when securing lock screws. Failure to verify screw height following insertion may result in inadequate rod normalization." "Final-tighten all lock screws with the counter-torque and torque t-handle. Do not final-tighten through other instruments in the set, as the rod may not be able to normalize to the tulip. Ensure there is enough rod overhang when final tightening, and do not lock down on the conical portion of the rod. Failure to do so may lead to improper lock down of the construct. It may be necessary for the surgeon to add length to the rod, depending upon patient anatomy and desired lordosis."

Event description:
On (B)(6) 2016, a patient underwent an anterior and posterior lumbar fusion with allograft to treat spondylitis at t10-11. Posterior fixation was performed at t8, 9, 12 and l1. In (B)(6) 2017, it was confirmed set screws on the left side of t8 and both sides of t9 had disassociated from the screw tulip. On (B)(6) 2017, revision surgery took place to remove and replace all hardware.